Manufacturer narrative:
The manufacturer did not receive device or x-ray for review. A photograph was provided. The device history records will be provided with the next follow up report. A cause for this specific event cannot be ascertained for the info provided. Should additional info become available and an investigation result be available, that changes this assessment, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the surgeon was suing the normed ankle fix system for a procedure on (B)(6) 2013. Whilst the 2.7mm drill guide was being used, the black ring broke off into the site of the surgery. It is stated that the surgery was extended for 15 minutes.